Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages/exposed wires) has been confirmed. Upon investigation the electrode belt trunk cable was kinked causing intermittent failures. The root cause for the kinked cable could not be positively identified. No adverse event resulted from the damaged belt.